Manufacturer narrative:
Concomitant medical products: product ID 3037, (B)(4), product type: programmer, patient product ID: 3037, (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) and a consumer (con). It was reported that the device just stopped working. They could tell by the frequency to go again. To resolve the poor communication, return of symptoms, and lack of stimulation, they put a new battery in but it still didn't work. So, they replaced it promptly.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they had experienced a loss or change of therapy. The patient noted they felt like they were going to the bathroom a lot on (B)(6) and they did not feel stimulation. The patient was not able to check patient programmer because she kept getting poor communication both with and without the antenna. The patient had a return of symptoms on (B)(6) and patient programmer poor communication on (B)(6). It was noted there was no telemetry with and without the antenna. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.